Event description:
A customer contacted baxter's (B)(4) and reported that the patient noticed that the supply bag became disconnected. The patient is going to start over with new supplies. The technical service representative (tsr) assisted the patient with ending therapy early procedure and removing the cassette. (B)(4) contacted the patient's wife on (B)(6) 2010. According to the patient's wife, they are not sure why the bag became disconnected. She stated that the patient may not have fully spiked the bag, however, there were no defects in the supplies. The patient discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a connection issue - disconnection of a supply bag was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore the root cause of the complaint was not determined. Labeling review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.